Event description:
The patient's mother reported that the controller delivered an uncommanded bolus resulting in hypoglycemia. Blood glucose levels declined to 60 mg/dl. It was reported at 2:57pm on the day of event, a bolus of 4.85 units was delivered by the omnipod system without their knowledge. The patient was at school at the time of event and denies any interaction with the controller during that time.

Manufacturer narrative:
The case description states the user experienced an uncommanded 4.85u bolus leading to low bgs. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of engineering log files found evidence of a 4.85u bolus delivered on the date of occurrence. The bolus was calculated based on user entered 35g carbs and a bg reading of 226 mg/dl. The use cgm button and confirm bolus button were pressed indicating user interaction. No manual adjustment was made to this bolus volume. The bolus was programmed in an amount of time similar to other boluses observed in logs. No evidence of an uncommanded bolus was found.